Event description:
Gantry would not slow down and stop after the gantry rotation thumbwheel was released. The thumbwheel returned to its center position, the no motion position. The motor kept driving the gantry at the maximum speed. Potential for crashing gantry into the couch or pt.